Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an health care professional (hcp) contacted boston scientific technical services (ts) reporting left ventricular (lv) pacing percentages were 96 percent and right ventricular (rv) pacing percentages were 90 percent and noted seeing different morphologies. The hcp inquired about lead alerts for the atrial and lv intrinsic amplitudes and noted intermittent atrial impedance measurement spikes where impedances would be greater than 2000 ohms. Ts discussed the different pacing percentages being the bi-ventricular trigger paced beats and noted how the amplitudes may vary on daily measurements due to pacing. The hcp stated the patient was in atrial flutter now, so wasn't worried about that. Ts discussed the high impedances for this atrial lead would be unusual and discussed if the patient is not pacing in the atrium, they could consider observing the issue until the device is replaced. Impedances are stable at 500 ohms now and no noise has been observed. No adverse patient effects were reported.